Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. UDI #: (B)(4).

Event description:
It was reported that an employee was recapping a 18 g x 1 1/2 in. Bd¿ 3 ml bd luer-lok¿ blunt fill needle, the needle punctured its cap, and the employee suffered a needle stick injury. Facility protocol was followed and the employee received post exposure lab work.